Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient reported that they were sore for the trial surgery. Patient also stated that they received pain medication and reported that they were having worsening bowel symptoms. Patient further stated that they were constipated and tried to increase stimulation but decrease because it was painful. Patient further reported that they had a bad day on (B)(6) 2020 to (B)(6) 2020 due to the fact that he had at least 14 bowel movements. And that the tape is off and is causing them distress. The patient stated the device is not working at this time because, he is experiencing an infection which is causing him pain. The patient stated that he was having problems with his device and that because of the infection the removed the evaluation trial. Said the evaluation was a success but he got "such an infection" it was "so painful." No further complications were reported or anticipated.